Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample exhibited the reported failure. A potential root cause for this failure could be ¿operator error¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the irrigation port and balloon port of the foley catheter was switched. The nurse inserted the catheter and then inflated the balloon through the balloon port. But the catheter came out and it was discovered that the ports were reversed. So, inserted a new catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the irrigation port and balloon port of the foley catheter was switched. The nurse inserted the catheter and then inflated the balloon through the balloon port. But the catheter came out and it was discovered that the ports were reversed. So, inserted a new catheter.